Event description:
It was reported that a patient presented to the operating room with pain, irritation and discomfort with a broken left trochanteric fixation nail, at the level of the helical blade. The nail was successfully removed along with the intact helical blade and intact locking screw due to non-union at the fracture site. Revision surgery was successfully completed to treat the non-union using new hardware, a 95 degree angled plate. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.